Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had uncomfortable stimulation on the left side of his neck when the device was on. One of the leads had broken (unknown which lead of 2). All electrodes showed impedances greater than 10, 000 ohms. Both leads were explanted and replaced. However, after explant, 5 electrodes remained in the patient. The segment that had broken off was unable to be explanted. The patient¿s status was alive with no injury. It was further stated that the uncomfortable stimulation resolved upon replacement.

Manufacturer narrative:
Analysis of the lead (lot# v459292028) found that the distal end of the stim lead conductor was broken. It was reported that the # 0 - # 4 conductors are broken at the distal end of the #5 electrode. Analysis of the lead (lot# v459292027) found that distal end of the stim lead conductor was broken. It was reported that the # 0 - # 4 conductors are broke 4.6 cm from the distal end. The # 2 conductor is broken 2.2 cm from the distal end at the #2 electrode crimp sleeve.

Manufacturer narrative:
Concomitant products: product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID neu_siliconeanchor, lot # unknown, product type accessory. (B)(4).